Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the 6x20 mm viatrac balloon dilatation catheter (bdc) was being prepped with flushing and negative pressure applied and there were bubbles in the device. This was attempted a couple times but the bubbles were still present. Therefore, the device was not used and there was no patient involvement. A new viatrac balloon was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported leak was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported leak could not be determined. Possible factors that may contribute to a leak include, but are not limited to, damage during processing of the balloon material, damage to the sidearm/inflation lumen, insufficient prep, damage to the balloon or loose connections. In this case, a conclusive cause for the reported leak could not be determined since the complaint was not confirmed during return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report it was stated that the stopcock was exchanged during prep and then the syringe but the bubbles persisted. The balloon was inflated and no leak but still bubbles were seen. No additional information was provided.